Event description:
It was reported that a therapeutic hydrothermal ablation procedure was performed in 2006. During the case, the heater canister base exploded and shot off the console unit. The procedure was aborted due to this event. There were no injuries involved with this event or patient complications.

Manufacturer narrative:
The device has not been received by this manufacturer for evaluation, therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.